Event description:
During use of an intravascular ultrasound (ivus) imaging catheter in a percutaneous coronary intervention (pci), tip detachment occurred. A stent had been previously implanted in the proximal area of right coronary artery (rca). The distal portion of the unk stent was 90% re-stenosed with a calcification and moderately tortuous. Access to the lesion was achieved by femoral approach. Pre-ivus was completed without any difficulties. A new stent was deployed in the in-stent restenosed (isr) lesion; however, the stent did not adhere tightly to the vessel wall an "indentation" remained in part of the stent. The physician attempted post-ivus with the imaging catheter, but the catheter bumped onto the newly-implanted stent impeding the ivus catheter from crossing the lesion. While withdrawing (pulling) the catheter the physician felt mild resistance; fluoroscopy was used to verify the anomaly but he was unable to confirm if the catheter had caught the stent. The physician was able to remove the imaging catheter successfully from the pt when he discovered approximately 15 mm of ivus distal tip was missing. The detached tip was located inside the introducer sheath. In the process of withdrawing the introducer sheath from the pt the detached tip migrated into the distal portion of the pt's leg. The detached tip was successfully retrieved with a snare device and removed from the pt's anatomy. The pt was reported to be in "good" condition. Reference MFR report # 2134265-2009-03845 on the isr stent.